Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an IV set was torn during a CT scan with contrast and the contrast ended up on the floor rather than in the patient. The patient then required another CT with additional radiation that was unnecessary. There was no patient harm reported.

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of torn tubing was confirmed. Only a partial set was received, with the drip chamber down to the upper fitment missing. Visual inspection showed that the silicone segment had torn from the upper fitment. The retainer ring and upper fitment were not returned for evaluation. There was sticky adhesive residue covered the male luer tip and the silicone segment. No functional or dimensional testing was feasible as the pumping segment was received already damaged. The root cause of the silicone segment tear near the upper fitment was not able to be determined.

Manufacturer narrative:
(B)(4)